Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent information was received indicating that the system continued to exhibit high shocking lead impedance measurements greater than 125 ohms. No noise was noted on a presenting electrogram (egm). Additional information indicated that the patient will continue to be monitored remotely and in clinic at standard intervals. The system remains in service. No adverse patient effects were reported.

Event description:
Boston scientific received information that this right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited high out-of-range shock lead impedance measurements which was detected via the patient's remote monitoring system. A review of more recent data showed that the shock impedance measurements have been in the 100-120 ohms range while the rv pacing impedance measurements and intrinsic amplitude sensing remained stable. Additional information indicated that the shock impedance measurements have trended on the high side since implant. The physician subsequently elected to continue monitoring. The system remains in service. No adverse patient effects were reported.